Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This lead was capped and replaced due to impedances rising. There were no adverse patient events reported. Should additional information be received, this file will be updated.